Manufacturer narrative:
The reported events of lead noise and high impedance could not be confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented in the hospital for a dual chamber pacemaker implant procedure. During procedure, noise was noted on the atrial lead when connected for passive testing on the pacing system analyzer (psa). Atrial lead also exhibited high pacing impedance when pacing asynchronously through the lead. The physician decided to explant and replace the atrial lead. During the attempted explant, the lead failed to disconnect from the atrium initially but later detached itself during the implant of a new lead. The bad lead was successfully removed and the procedure was completed. The patient was in stable condition throughout the procedure.